Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 314.467, synthes lot # 5645757, release to warehouse date: january 25, 2008, manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft t8 105mm (part #: 314.467, lot #: 5645757) was received at us customer quality (cq). Upon visual inspection the hexdrive tip was worn. Conclusion after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hxx kwq. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Occupation: reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, the following devices were set aside for complaints: the handle with quick coupling has a cracked, depth gauge needle popped off, two stardrive screwdriver shaft was warped, and one screwdriver was flattened. There was no patient involvement. This complaint involves five (5) devices. This report is for (1) sddrive screwdriver shaft t8 105mm. This report is 2 of 4 for (B)(4).